Manufacturer narrative:
New information: g4, d4.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and sleeve were removed. The bhr cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the reported pain, elevated cobalt and the noted intraoperative findings of debris, metal in the soft tissues and black material at the trunnion and may be findings consistent with metallosis and trunnionosis, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a right hip revision was performed due to persistent pain and discomfort as well as feelings of warmth and tenderness in hip. Patient also had elevated metal ion levels in blood indicative of metallosis.